Manufacturer narrative:
A representative device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. A 3-port adapter was connected to the pt's central venous access used for dialysis. A 19g needle was inserted into one of the adapter ports to deliver an unspecified amount of lipids. After one hour of use, blood leakage was noted from the prepierced port. The customer contact reported "50 to 100cc of blood loss." The customer contact indicated that unspecified "fluid replacement" was required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.